Manufacturer narrative:
Items returned for investigation: headway-17 microcatheter. Items not returned for investigation: coil system. The microcatheter was returned intact at the hub. The device was observed to be flattened at 114cm, 130cm, and 144cm from the strain relief. An in-house coil was inserted into the returned microcatheter and encountered resistance in the proximal segment. The microcatheter was dissected and was found to have a pfte liner occlusion at 25cm from the strain relief, along with residual hardened saline. The investigation of the returned headway microcatheter found a flattened section at 114cm, 130cm, and 144cm from the strain relief; furthermore, an in-house coil encountered resistance in the proximal segment of the microcatheter when attempting to advance during functional testing, which is consistent with the alleged product issue. Further inspection found ptfe liner occluding the catheter lumen which would also contribute to the reported advancement issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe liner occlusion, but this condition is consistent with the liner of the lumen experiencing forces over specification. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during treatment of an anterior communicating aneurysm, an embolization coil implant could not pass through the lumen and end of the microcatheter. The microcatheter was replaced. There was no injury or intervention and the patient is reported to be "fine." The device was returned to the manufacturer for evaluation. The microcatheter was dissected and was found to have a pfte liner occlusion at 25cm from the strain relief.